Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited an issue with the clutch plunger lever. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection of the device found tamper seals were broken on bottom case and plunger assembly; also, the battery was missing. There was no evidence of the reported problem recorded in event history log (unable to download). The reported problem check clutch error was duplicated during occlusion testing. The investigation found an issue with multiple components. Combination of lead screw and both clutch halves were found slipping, old, dirty and worn out due to normal wear. For corrective action the lead screw and both clutch halves were replaced. The root cause of reported problem was due to normal wear consistent with use. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: correction: d4: model number: 4000.